Manufacturer narrative:
(B)(4). Investigation of the guidewire returned on 11/08 showed that its coil distal section was widely deformed in complexly helical shape. Further close observation revealed the breakage damage at the tip end of the guidewire, which had not been reported in the event report from user. Sem observation indicated the trace of pulling apart breakage with its core wire, composite core wire, and coil wire. There was no breakage with the composite core inner coil, however loosening deformation was observed with it, suggesting that counterclockwise rotational force was given to the inner coil of the guidewire. During processing of this complaint, attempts were made to obtain complete event and the patient information. Physician provided comment that nothing was found left in the patient body when final angiogram check was thoroughly made after the procedure. Pt. Was reportedly discharged 2 days after with no complication. Lot history review revealed no anomaly with these lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria; there is no indication of a product deficiency. Based on the obtained information and the outcomes of the device investigation, it is inferred that tip of the guidewire might be trapped in the heavily calcified and restricted from movement, where rotational manipulation was continuously applied and coil wire deformed. Along with the pull-back manipulation to the guidewire, core wire, composite core wire and the coil wire were exposed to the pulling force, and the guidewire was broken off at the tip end due to the force exceeding the product design limit. The broken fragment of the guidewire could not be confirmed with the returned guidewire, and highly supposed to be remaining in the patient anatomy. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, in the procedure to mildly tortuous heavily calcified 85% occlusive lesion, subject guidewire could be successfully crossed the lesion, however during retrieval, the tip of the guidewire unraveled itself suddenly.